Event description:
Following a procedure done in lithotomy positon, pt was placed in supine position. After several seconds, the lower half of the or table abruptly released, dropped the still-anesthetized pt's legs to the floor. She was admitted for x-rays and evaluation, and appeared to be uninjured except for minor scrape on leg, sore knee, and numbness on side of tongue, all of which resolved. However, she has since complained of continuing low back problems which appear to be related to hyperextension of lumbar/sacral spine. Or personnel claim difficulty with being certain table locks into position, although lubrication and maintenance by co representative has made locking easier.